Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by vomiting, abdominal pain and cloudy fluid. The cause of the peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis. On an unreported date, the patient was treated with unspecified antibiotics (added to bags every day for 2 weeks, dose not reported) for peritonitis. Three days after the hospitalization, the patient was discharged from the hospital. At the time of this report, the patient was reported to be recovered from the peritonitis. The pd therapy was ongoing. Additional information was requested, but is not available at this time. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) gd896134 and gd896688 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).